Manufacturer narrative:
Continued: this device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax medical service facility for further evaluation on service order (B)(4) where the user narrative was confirmed. Inspection findings are as follows: primary operation channel resistance, leak at biopsy channel (large/ primary) distal side, failed wet leak test, endoscope failed electrical safety test - plct, failed dry leak test, fluid invasion in segment section, customer complaint confirmed, operation channel twisted in bending section, fluid invasion to insertion tube, segment corroded, glass rod assembly broken, right/ left brake knob retaining nut cover cracked. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On (B)(6) 2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4)was performed and the DHR review confirmed the endoscope was manufactured on 15oct2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, the user stated that there was resistance primary biopsy channel. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Evaluation summary: customer reported resistance primary biopsy channel. The customer stated that forceps, as an accessory, was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. Therefore, we checked the returned unit and confirmed that the operation channel leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel.